Event description:
It was reported that the artificial urinary sphincter (aus) stopped performing as expected four months post implant surgery. A replacement was requested. The date of the replacement surgery has not been established.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.